Event description:
The surgeon, reported to sales mgr of osteosynthesis that he discovered that the lag screws missed the nail during post-operative check. The surgeon further reported that the pt had to be re-operated 5 days after the initial surgery. Surgeon also reported that the proximal screws were removed using the freehand technique and placed again via the freehand technique. The surgeon stated that he had some difficulties with assembling the target device during the first surgery.

Manufacturer narrative:
Add'l info has been requested and if received will be submitted on a supplemental report.